Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the product broke in the patient. The broken piece was retrieved successfully.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: large piece broke in a patient. 2 min delay. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on probe. Manufacture date is not known.

Event description:
It was reported that the product broke in the patient. The broken piece was retrieved successfully.